Event description:
Md using articulating endoscope cutter for appendectomy. When the md pressed the button, the handle control crumbled and md was momentarily unable to detach the equipment from the appendix. After maneuvering for a few minutes, the appendix was released within the pt and the broken piece was removed. A 2nd instrument, same kind, was used and worked without difficulty.